Event description:
A customer reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. The caller received guidance from technical support on performing a pump reset, and after completing the reset, the error did not reappear. The customer successfully started their sensor session.